Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. However, the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional relevant information is obtained.

Event description:
The customer reported to olympus that the telescope "oes elite", hd, autoclavable had the eyepiece broken. The issue occurred during preparation for use for a diagnostic cystoscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3, and h11. Corrected date: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the cause for the event "eyepiece broken" was excessive use. Olympus will continue to monitor field performance for this device.